Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The complainant had placed an impella cp for support in a 69-year-old male patient admitted with cardiac history and acute myocardial infarction/cardiogenic shock. The pump was placed and support proceeded but, when in the intensive care unit, the patients condition deteriorated. The team determined there was a bleed that was treated with massive transfusion and the vessel perforation was repaired. The team then placed a new pump via the contralateral leg when the left femoral was repaired.

Manufacturer narrative:
The investigation for the reported vascular damage has been completed. The impella device was not returned for evaluation. The root cause of the vascular damage issue was not determined since product was not returned and insufficient clinical information regarding the event has been provided. The instructions for use states ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿